Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076-52 crdm non-defib lead(B)(6) 2004. (B)(4).

Event description:
It was reported that there was high pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.